Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a dark image, and distant views were not visible . The event occurred during an unknown procedure while the patient was sedated. There were no reports of patient harm.